Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements of 160ohms. This ICD system was implanted and during the same procedure a subcutaneous implantable cardioverter defibrillator (s-ICD) system was removed. It was considered that air in the sicd shock coil tract was the cause of the high impedance measurements since after scrubbing the area, air was expelled through the shock coil tract of the sicd and shock impedance measurements returned to in-range. However, the physician still opted to re-open the pocket and test the lead again. Technical services (ts) reviewed the data and recommended continued monitoring to confirm measurements remained normal. This ICD remains in service. No additional adverse patient effects were reported.